Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. No rewind loud/noise anomaly noted during testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had damage and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had crack on insulin pump on casing in reservoir window. It was reported that the rewind was longer and louder during rewind. The insulin pump will be returned for analysis.